Manufacturer narrative:
An internal biomérieux investigation was performed.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: note: when myla handles a patient/specimen ID, it checks if this ID is already known and active on the myla system. If know and active, myla will link the ID to the existing one. If known but not active, myla will create a new occurrence of the ID with an active time period window. If unknown, myla will create an ID with active time period window. This is allowed when myla receives a request from lis and a result from the instrument. There is a patient/specimen ID reuse time feature as part of myla product and is set to 28 days. The customer's workflow was analyzed: myla received 2 lis requests for patient/specimen ids and transferred those to the vitek 2 system. The vitek 2 system sent back only one result to myla. Status of the second one is "to be reviewed" on vitek 2 system (need customer action to validate it). The customer has validated result for the same ID on the v2s system ( more than 6 months later). The results was transferred to myla which sent back the result to lis with orphan patient remark. I was noted that the customer reviewed around 133 old results this day (older than 28 days specimen reused time). Weeks later the lis sent a request for another patient with this reused specimen ID. Myla linked this request to the previous result received thus sending the old result to lis associated to the new patient b. The database of the customer was analyzed. Thirteen specimens were sent to lis with the wrong associated patient/specimen ID. Based on the information provided, it has been determined that the reported issue may cause test results to be linked to the incorrect patient. The investigation confirmed that the reported anomaly is present in all myla® clinical versions only when connected to a vitek® 2 system (all software versions). For manual ID/ast entries, patient information is displayed on the myla screen which informs the customer to be sure to link the specimen to the right patient. As a result of the investigation, field safety corrective action (fsca) 2695 was issued to the field and communicated to the (B)(4) district office on 10-nov-2015.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer reported a mis-identification for a specimen after the accession number was reused on myla server hp mpl 350, sn# (B)(4). Two patient identification numbers were crossed: patient 1-ID# (B)(6) and patient 2-ID# (B)(6), accession # (B)(4) (isolate 2). The customer did not report any patient harm or late results. The data review is consistent with the known anomaly described in (B)(4) released november 3, 2015.